Event description:
A discordant low immulite 2000 ipth result was generated on one patient sample, which did not match previous result. The result was questioned by the physician and the sample was repeated by the laboratory with higher results. There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens fse (field service engineer) was sent to the customer site to evaluate the immulite 2000 instrument. The fse performed a system check, no mechanical issues were noted, the cause of the discordant ipth result was determined to be unknown. The instrument is performing within specifications. No further evaluation of the device is required.